Event description:
This is a woman whose maternal grandmother was diagnosed with ovarian cancer. Her gynecologist ordered genetic testing which revealed a variant of uncertain significance in the brca1 gene. The pt had little or no pre-test counseling or info. She reports that she was referred to genetic counseling because her physicians did not know how to interpret her results. She reports that the lack of info provided from her physician has made her anxious about her ovarian cancer risks.